Manufacturer narrative:
Performed a visual inspection, the complaint was confirmed. The distal tip of the cannula is broken. All pieces were returned with the device. While a root cause could not be specifically identified, based upon the evaluation, and photos, a likely cause for the failure was the application of excessive force during use as robots are not supposed to be used with the trocar. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 123 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00009. Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. Excessive force may cause injury to underlying anatomic structures. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a robot-assisted laparoscopic colectomy and ¿it was reported that the trocar tip was broken and fell into the patient body. The fragment was retrieved and the surgery was completed after confirming that no pieces remained in the patient's body.¿ further assessment revealed that forceps were used to remove the fragment. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The davinci xi robotic system was used during this procedure and will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the device ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023. During a robot-assisted laparoscopic colectomy and ¿it was reported that the trocar tip was broken and fell into the patient body. The fragment was retrieved and the surgery was completed after confirming that no pieces remained in the petient's body.¿ further assessment revealed that forceps were used to remove the fragment. There was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The davinci xi robotic system was used during this procedure and will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.